Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 1, 2019.